Event description:
Reporter alleged passing out due to high readings on the blood glucose monitoring device and being treated by emergency medical technicians (emt's). Reporter stated the device read 271 mg/dl at 4 pm and was found by a relative 45 minutes later passed out. Reporter stated relative treated him with glucose tablets and orange juice before calling emt's. Reporter indicated emt device read 56 mg/dl 45 minutes after passing out and was treated with a glucose IV however was not taken to the hosp. Reporter indicated normal medication was taken the day of the alleged incident however normal food was not consumed nor was controls used. Reporter stated test strips used at the time of alleged event were expired. A request was made for the return of the suspect device and replacement product was sent.